Manufacturer narrative:
Batch review performed on 24 july 2020: lot 160681: (B)(4) items manufactured and released on 24-oct-2016. Expiration date: 2021-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: moto partial knee 02.18.002lm anatomical femoral component cemented s2 lm lot. 163668 (k162084). Batch review performed on 24 july 2020: lot 163668: (B)(4) items manufactured and released on 24-oct-2016. Expiration date: 2021-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Moto partial knee 02.18.if2.09.lm tibial insert fix s2 lm - 9mm lot. 161245 (k162084). Batch review performed on 24 july 2020: lot 161245: (B)(4) items manufactured and released on 24-oct-2016. Expiration date: 2021-06-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain and the cause of the pain is unknown. The surgeon replaced the uni implants and implanted a tka 2 years and 11 months after primary. The surgery was completed successfully.